Event description:
A patient reported on (B)(6) 2016 stating that they felt more stimulation when walking. While walking they felt a brief pulsing jolt going through them. The stimulation would change and jump up on its own. Before when they walked, the device would change to a tingling, but at the time of report it would jump up and jolt them. The patient programmer (pp) showed the amplitude changes from 2 volts to 5 volts on its own. They thought it may be related to their trauma. They were doing "ground fighting" and were rolling on the ground a couple of weeks prior. One of their colleagues who was (B)(6) rolled on top of them. The patient then heard one of their "vertebrates got popped." They started noticing feeling more stimulation, and a week later they started noticing their pp showing 5 volts when walking instead of 2 volts. Their healthcare provider (hcp) did x-rays, but the results were not available yet. They did have adaptive stimulation (as) on. They noted that they would stand for 3 minutes and turn stimulation down to 2 volts, and then wait for 3 minutes but when they started jogging it jumped up. They only had laying, sitting, and standing positions, but not walking. The issues began in (B)(6) 2016, and the indications for use were non-malignant pain and post lumbar laminectomy syndrome.

Event description:
Additional information received from the patient reported that an MRI was not conducted. The step taken to resolve the jolting/stimulation change when walking was to change the control back to ¿a¿ setting after changing the controller to the ¿b¿ setting. The patient didn¿t remember that there was a walking setting on the ¿b¿ setting. After talking with the person from technical support and setting the controller back to ¿a¿, the problem was resolved. The patient has also adjusted the ¿b¿ setting for walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.